Event description:
During a dental procedure to teeth #9 & 10 the bur fell into patients mouth who swallowed it. Patient was sent to emergency center to take x-rays. They sent patient on to the hospital where he was sedated and endoscopy was performed, bur was retrieved. Patient is doing well.